Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant loosening.

Manufacturer narrative:
The associated device was returned and evaluated. It was reported that patient underwent a revision of the patella due to loosening. No supporting clinical documentation has been provided. There have been three unsuccessful attempts made to obtain this information. Therefore based on the lack of information, a thorough clinical assessment cannot be performed. A review of manufacturing records was not performed because the batch number was not provided. Our investigation included a lab analysis conducted by our research team. Visual examination revealed scratches on the articular surface of the patella. Damage and deformation was observed on the edge and the non-articulating surface of the patella. Bone cement remained attached to the non-articulating surface of the patella. The pegs on the non-articulating surface were also damaged. The underlying cause of the peg/post damage and loosening could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.